Manufacturer narrative:
Information was received that the sn (B)(6) is not correct. This lead has no complaint and MDR-1028232-2023-06158 should be closed. The correct sn for this complaint is (B)(6) and a new MDR has been created for it. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.